Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photo of the customer's report was provided. Review of the photo did show evidence of the customer's report. The damage observed to the on/off button is consistent with mishandling. Analysis of reports of this type has not identified an increase in trend.